Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device therapy delivery test failed. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The customer was informed that service could no longer be completed on the unit as the device had reached the end of life (eol). Philips has made the decision to discontinue the heartstart xl+ monitor/defibrillator, which has reached the end of its product life cycle. Since troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. Therefore, the reported problem was not confirmed. The customer was made aware of the end of life terms, and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H3 other text : device is end of life.